Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were opened. The stent graft had been partially released for 35 mm. The outer sheath was torn off at the guiding tube, and elongated at the catheter reinforcement. The inner catheter protrudes 45 mm from the tip of the outer sheath. The examination of the returned device confirmed the tear-off of the outer sheath at the catheter reinforcement. For this reason, it was not possible to perform functional testing. The user attempted to place the stent graft without using an appropriate introducer sheath. This may have caused very high deployment forces, resulting in the described deployment difficulties and the fracture of the outer sheath. The complaint is confirmed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheo bronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during an attempt to declot a forearm dialysis graft, the stent graft only partially deployed. The procedure was done sheathless with a 0.035 guide wire. The device went in and to the intended site without any difficulty, but as it was being deployed there was a lot of resistance and tension felt. The device deployed approximately one third of the way out, but would not deploy any further. It was reported that the outer blue sheath broke as an attempt was made to deploy it. The device was removed and there was no injury to the patient.